Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor,'' while wearing the adc freestyle libre sensor. On (B)(6) 2020, as the customer was unable to monitor their blood glucose, the customer experienced vomiting and subsequently lost consciousness. Hcp contact was made, and an unspecified lab glucose test diagnosed the customer with dka. The customer was unable to recall the first 4 hours of treatment but reported being treated glucagon. Of note, the reported treatment of glucagon is inconsistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.